Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ cramping was so bad they felt almost like labor pains'), endometriosis ('endometriosis') and abdominal adhesions ('my bowel had adhesions - was adhered to my abdominal wall') in a 46-year-old female patient who had essure (batch no. 646508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluocinonide and ketoconazole. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / uterus cramping during period"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and dyspepsia ("gastrointestinal or digestive system condition type:digestive issues"). In january 2010, the patient experienced mood swings ("mood swings") and vaginal discharge ("vaginal discharge"). In february 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / clotting"). In july 2010, the patient experienced fatigue ("fatigue"). In january 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced adenomyosis ("uterus was suspicious of adenomyosis/reproductive system disorder or condition type of disorder or condition: possible adenomyosis") and underwent precancerous lesion excision ("reproductive system disorder or condition type of disorder or condition: precancerous lesion"), 6 years after insertion of essure. In january 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In 2016, the patient experienced gingival recession ("dental problem : receding gums"). On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal adhesions (seriousness criterion medically significant) and ovulation pain ("ovulation pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, lysis of adhesions and on (B)(6) 2015 underwent ablation of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometriosis, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, urinary incontinence, adenomyosis, gingival recession, abdominal adhesions, alopecia, irritable bowel syndrome, dyspepsia, precancerous lesion excision and ovulation pain outcome was unknown and the dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, dyspepsia, endometriosis, fatigue, gingival recession, irritable bowel syndrome, menorrhagia, mood swings, ovulation pain, pelvic pain, precancerous lesion excision, urinary incontinence, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-oct-2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ cramping was so bad they felt almost like labor pains'), endometriosis ('endometriosis') and abdominal adhesions ('my bowel had adhesions - was adhered to my abdominal wall') in a 46-year-old female patient who had essure (batch no. 646508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluocinonide and ketoconazole. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / uterus cramping during period"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and dyspepsia ("gastrointestinal or digestive system condition type:digestive issues"). In (B)(6) 2010, the patient experienced mood swings ("mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / clotting"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced adenomyosis ("uterus was suspicious of adenomyosis/reproductive system disorder or condition type of disorder or condition: possible adenomyosis") and underwent precancerous lesion excision ("reproductive system disorder or condition type of disorder or condition: precancerous lesion"), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence"). In 2016, the patient experienced gingival recession ("dental problem : receding gums"). On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal adhesions (seriousness criterion medically significant) and ovulation pain ("ovulation pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, lysis of adhesions and on (B)(6) 2015 underwent ablation of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometriosis, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, incontinence, adenomyosis, gingival recession, abdominal adhesions, alopecia, irritable bowel syndrome, dyspepsia, precancerous lesion excision and ovulation pain outcome was unknown and the dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, dyspepsia, endometriosis, fatigue, gingival recession, incontinence, irritable bowel syndrome, menorrhagia, mood swings, ovulation pain, pelvic pain, precancerous lesion excision, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received- events- "mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), incontinence, uterus was suspicious of adenomyosis, receding gums, dysmenorrhea (cramping), vaginal discharge, fatigue, my bowel had adhesions - was adhered to my abdominal wall, hair loss, pain/ cramping was so bad they felt almost like labor pains, irritable bowel syndrome, digestive issues, precancerous lesion, ovulation pain, endometriosis", lot number, concomitant drug, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.